Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that wiring to the collimator had been broken. The wiring was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed an iris pot error upon initialization prior to use. The system was not operational due to the error and another was used. There was no adverse patient involvement reported. There was no patient info reported.